Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s device stopped working three months prior to the report. The patient was scheduled to have the device removed some time in (B)(6) 2019, but the exact date was unknown. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the device was sent to pathology. The device did not stop working. The patient stated she did feel it was benefiting her. '' it stopped working for her". The device was explanted on (B)(6) 2019.